Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377760, lot# n0030216, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type lead.

Event description:
Information received from the patient reported that on monday "they" repositioned the leads of the implantable neurostimulator (ins) in the spine. When asked if the leads were surgically repositioned, the patient stated that "boy you got to believe that, it was horrible". The indications for use for the implanted device were noted as spinal pain and failed back pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.